Event description:
It was reported that during an electrophysiology (ep) ablation procedure, the catheter became stuck. While using a 7/110/2.5/7-4 quad med blazer ii ep catheter, it became stuck in the mitral valve. In the process of removing the catheter, the mitral valve was torn. The patient was taken to surgery to repair the mitral valve. No further patient complications were reported and the patient's status is stable.

Event description:
It was reported that during an electrophysiology (ep) ablation procedure, the catheter became stuck. While using a 7/110/2.5/7-4 quad med blazer ii ep catheter, it became stuck in the mitral valve. In the process of removing the catheter, the mitral valve was torn. The patient was taken to surgery to repair the mitral valve. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device presents with a pronounced kink and a bend at the catheter shaft. The device also presents with a wrinkle in the distal section of catheter shaft located approximately 3.5cm from the tip. The device was steered and inspected in both directions, however, the distal tip has mechanical functionality. The distal section was also inspected for straightness in the un-steered (neutral) position and due to the damage found in the catheter shaft, the device is not straight and does not meet specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).